Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported damage on the insulin pump. Customer's blood glucose level was 350 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised they received an insulin pump and it has lots of scratches on the display screen. Customer advised the entire lc d screen has scratches on it even though they just took it out of the box. Customer advised they can only read the display screen if they hold the device at an angle. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip. No unexpected hard to read anomalies were noted. Visual inspection showed that damage to the lcd screen was a minor scratch, not lot of scratches as reported by user.